Event description:
It was reported that in preparation for a percutaneous coronary interventional (pci) procedure, a stent dislodged outside the body. The lesion was located in the iliac artery. At preparation, the express vascular ld 7.0x60mm x75cm stent was dislodged from the delivery system outside the body, when the physician "touched the stent carefully." The procedure was completed successfully with another express ld 7.0x57mm x75cm. No patient injuries or complications were reported. The patient status is reported as "good."

Event description:
It was reported that in preparation for a percutaneous coronary interventional (pci) procedure, a stent dislodged outside the body. The lesion was located in the iliac artery. At preparation, the express vascular ld 7.0x60mm x75cm stent was dislodged from the delivery system outside the body, when the physician "touched the stent carefully." The procedure was completed successfully with another express ld 7.0x57mm x75cm. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned along with the stent inside a plastic container. Visual and tactile examination of the device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. Due to the condition of the balloon it was not possible to see the impression of where the stent would initially have been crimped on. Traces of dried contrast media were visible inside the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled and the balloon deflated with no issues noted, however the balloon did not rewrap fully. Visual examination of the stent found no damage to the stent. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is determined to be related to user handling. (B)(4).

Manufacturer narrative:
(B)(4)